Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. Reference exemption # e2018002. Importer- (B)(4). Correction and follow up 01 medwatch is required since this incident was not reported to the authorities by the hospital after all. There was confusion on what ¿reported to the authorities¿ meant. The hospital contact person thought that calling it in to getting tech support was equivalent to reporting it to the authorities. Therefore, this incident was not called in to the authorities. It was only reported to getting tech support. There was no hospital report generated and there was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The field service technician (fst) was onsite for further investigation. According to the service report# (B)(4) dated on 2018-12-31 following was found: the customer reported that there was a "err_head" alert while in use on a patient. The fst inspected the system but could not duplicate the error. The fst checked all connections and re-seated the boards. The fst completed a full preventive maintenance (pm) (under so#(B)(4)). Furthermore, the fst discussed with the operator and found that there were hemodynamic issues with the patient at the time and that they pulled the disposable pump off of the drive without shutting down the system, which is when the error occurred. The fst suspect that this is what caused the error. The fst ran the unit for 4+ hours with no issues. He completed the pm and the unit was released for clinical use. Thus the failure could not be confirmed. The most probable root cause could be determined as user error. 10. Additional manufacturer narrative to complaint (B)(4). In the course of the investigation of (B)(4) all complaints were analyzed individually to look for patterns and causes. The evaluated complaints were recorded in the years 2010-01-01 to 2017-05-31. After evaluation of the complaints, the following defects are the most common: ¿hot plug¿ hot plug means to plug in and unplug the power while the console is still powered up. This can lead to voltage surges that can damage the rotaflow drive and the control board of the rotaflow. The instruction manual indicates that the rotaflow console must be switched off before connecting the rotaflow drive, as otherwise it may cause damage. Document ID: (B)(4). Sig error followed by head error if the ultrasonic cream is reapplied to the flow and bubble sensor, it may result in a "head error". This is triggered by a return flow into the centrifugal pump. Even small amounts of reflux trigger a head error. (See also error message "wobbly") a detailed description of how to replace the contact cream can be found in rotaflow IFU, chapter 6.2 ultrasound - replacing contact cream, document ID: (B)(4). Error message due to shaking / error message due to sensitivity. If there is a shock on the rotaflow drive as a result of transport in the hospital (ICU to the operating room) or a shock with the rotaflow drive, a head error can be triggered. The motor rotation of the drive is monitored at all times by an optical speedometer. If the knob is set to zero (0), the motor will not lock. This allows the motor to spin a little when the drive is shaken. Connection problems: because the rotaflow drive is connected to the rotaflow console via a cable, head error may occur due to connection issues. This can e.g. Damage to the pins on the connector. Hardware - error: hardware error e.g. Of the control board. Conclusion of the investigation: the increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, (B)(4), contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Corrections / action summary warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past. Inform risk management: the risk of an unintentional stop of the centrifugal pump caused by an "error head" error is evaluated in the risk analysis of the rotaflow console. The probability of occurrence of damage due to an unintentional stop of the centrifugal pump is valued at ptotal = 2. (B)(4). Due to the fact that all complaints reported to mcp did not suffer any damage, the actual frequency of occurrence is lower. This complaint will be closed based upon the within oxando generated documentation of the service carried out. If further documentation will get available and adds further relevant information this complaint will be re-opened, documentation updated and further necessary actions will be carried out if applicable. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that there was a "err_head" alert while in use on a patient. There was no patient harm. This case was reported by the hospital (report# unknown, follow up medwatch will be submitted if we receive the report#.) Internal reference: (B)(4).